Event description:
It was reported the siderail could not be latched in the up position.

Manufacturer narrative:
The user facility did not report a specific model or serial number for investigation purposes.